Event description:
It was reported to philips that the x-ray equipment was not booting up. No patient injury or harm was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Fse performed troubleshooting actions and found that the system was not powering up and problem exists in touch screen module (tsm). So, fse replaced the flexvision pc, but system was faced communication issue with touch screen module (tsm). Fse upgraded the image processing pc, flexvision pc to haswell for improved performance, and replaced the hdd in host pc & reloaded software. After repaired, upgradation of host pc and reloading the software, system was in good working condition. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.